Event description:
Reporter stated that the patient has also tried punctal plugs (oasis brand) after mentioning having tried and failed other medications. Pae (prostatic artery embolization) reported by dr. (B)(6), dr. (B)(6) did consent to follow up. (B)(6). No further information/clarification available. (B)(4).